Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was potentially giving intermittent flow issues. During functional test inlet pressure (ip) was -7.0, circulation pump command (cpc) was 62 percentage, flow rate (fr) was 1.7. Device due for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was potentially giving intermittent flow issues. During functional test inlet pressure (ip) was -7.0, circulation pump command (cpc) was 62 percentage, flow rate (fr) was 1.7. Device due for 2000-hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was potentially giving intermittent flow issues. During functional test inlet pressure (ip) was -7.0, circulation pump command (cpc) was 62 percentage, flow rate (fr) was 1.7. Device due for 2000-hour service.